Event description:
It was reported that there was no power to the probe. It allegedly had power for half of the case and it also got plugged up. It was further reported that the procedure was continued with a different probe.

Manufacturer narrative:
Additional information will be provided once investigation is completed.